Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that they saw an informational power on reset (por) message while trying to turn on their stimulation and their therapy stopped due to the por. It was reported that the patient had radiation treatment. The patient was able to clear the por and the issue was resolved. No symptoms or complications were reported.